Manufacturer narrative:
Hw25986 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis revealed 4 low flow alarms have been logged since january 09, 2017. Twenty nine high watt alarms have been logged since january 10, 2017. Log files indicate a sudden sustained decrease in power consumption and estimated flow starting on january 9, 2017 followed by a sudden sustained increase in power consumption leading to parameters outside of the normal operating range on january 10, 2017 confirming the reported event. Con102613 demonstrated a vad disconnect alarm indicating the driveline was disconnected from the controller on january 10, 2017 at 10:48:02 followed by a vad stopped alarm at 10:50:33 indicating the pump failed to restart after 30 attempts. Another vad disconnect alarm was recorded at 11:01:01 indicating the driveline had been disconnected from the controller. Con102610 logged a vad disconnect alarm on january 10, 2017 at 12:06:40 likely as a result of the controller being powered up without the driveline connected. A vad stopped alarm was then recorded 12:11:00 indicating that the pump had failed to start after 30 attempts. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power and subsequent vad stop events can be attributed to external factors such as thrombus formation. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mcs coordinator that the patient had multiple high watt alarms with subsequent vad stop. The pump was unable to be restarted with the controller change. The logfiles were sent. The pump remains off and the patient was placed in hospice. Additional information has been requested but has not yet been provided.